Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Arthroscopy was performed for patient who had lcs knee implanted on the right knee on (B)(6) 2004. All three implants still insitu. The patient has an effusion about his knee and underwent an arthroscopic procedure where some polyethylene debris was noted and damage to the anterior lip of the bearing on the lateral side. Dr (B)(6) plans to revise the knee possibly just changing the bearing at a future date. Update 18 feb 2015 ; knee revision performed on (B)(6) 2015 by dr (B)(6) at (B)(6). Primary implant date: (B)(6) 2004. Patient presented to surgeon with painful and swollen left knee. Upon revision there was found to be poly wear in lateral posterior edge of the poly and anterior lateral portion. There was also wear on the medial side (photos available). Surgeon stated that the implants were well fixed and found hetrotropic bone around the knee (x-rays available). The was also significant synovitis in the knee and osteophytes were found in the lateral gutter. A synovectomy was performed and the insert replaced. Operation went well and the knee was stable at the end of the operation. Male patient, (B)(6), high activity levels, plays golf and cycles, pre-existing conditions/ comorbities not available.

Manufacturer narrative:
Examination of the submitted device confirmed primarily typical wear, with some evidence of third body wear. No evidence of material or manufacturing defects was observed. Review of supplied patient x-rays revealed bony artifacts on the lateral side especially around the native femur. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not determine the root cause of the reported patient painful and swollen knee; however, the noted bony artifacts may be a contributing factor. No evidence was found suggesting product error was a contributing factor. Based on the inability to identity product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.